Event description:
It was reported that a hematoma occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) was positioned, and a 27mm watchman flx pro laa closure device & delivery system (wds) implanted. Following the completion of the laac procedure, the patient was taken to the post anesthesia care unit (pacu). Upon assessment in pacu, it was noted that hematoma had developed at the access site. Manual pressure was applied and the hematoma continued to grow. Vascular surgery was completed to treat the site. The physician noted that the figure eight groin closure had failed and suspected that the hematoma was caused by a possible nicked sidewall during the procedure. There were no further complications, and the patient was discharged three (3) days later.

Manufacturer narrative:
H6: impact code added e0511: perforation of vessels per bsc med safety.

Event description:
It was reported that a hematoma occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) was positioned, and a 27mm watchman flx pro laa closure device & delivery system (wds) implanted. Following the completion of the laac procedure, the patient was taken to the post anesthesia care unit (pacu). Upon assessment in pacu, it was noted that hematoma had developed at the access site. Manual pressure was applied and the hematoma continued to grow. Vascular surgery was completed to treat the site. The physician noted that the figure eight groin closure had failed and suspected that the hematoma was caused by a possible nicked sidewall during the procedure. There were no further complications, and the patient was discharged three (3) days later.